Event description:
It was reported that stent dislodgement occurred. A 3.00 x 16mm synergy xd stent was observed to be detached from the stent delivery system during preparation of the device. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
B5. Describe event or problem- updated.

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 16mm synergy xd stent was observed to be detached from the stent delivery system during preparation of the device. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that it was a 90% stenosed target lesion located in the severely tortuous and severely calcified vessel. It was also stated that the balloon was not delivered simply because the lesion was tight, and the procedure was completed with a smaller balloon.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.00 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no evidence of any damage. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 16mm synergy xd stent was observed to be detached from the stent delivery system during preparation of the device. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that it was a 90% stenosed target lesion located in the severely tortuous and severely calcified vessel. It was also stated that the balloon was not delivered simply because the lesion was tight, and the procedure was completed with a smaller balloon.